Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The hf unit "esg-400" exhibited error code e433. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, d9, e1, h3, h4, and h6. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was november 11, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the error message e433 occurred due to defective generator circuit board. Olympus will continue to monitor field performance for this device.